Manufacturer narrative:
Findings: pump received with scratched case, pillowing keypad overlay, broken off retainer ring, missing reservoir tube o-ring, broken battery tube threads, cracked case behind the pump near the battery compartment and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump is crack around the battery compartment. Customer's blood glucose at time of incident was 19.6mmol/l. Customer stated the pump swung against the kitchen cabinet leading to the damage. Customer was advised that the device would be replaced.